Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es message processing errors were encountered, resulted on patients were not updating on the server. The issue impacted multiple patients across the system. However, there were no delays or adverse events or injuries reported based on this event.